Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient seeking legal action. Medical records were received. Operative notes indicate that the patients suffered from heterotopic ossification, minor corrosion, and alval. All products have been reported.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the warsaw and international complaints databases and/or review of device history records was not possible as they necessary product/lot code combinations were not provided. The investigation can draw no conclusion with the information provided. It is known the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.